Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was in offline mode. A technical support specialist (tss) connected with the customer and confirmed that the system was back online and running as expected. The system functioned as intended after the technical support specialist investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawers were offline and users were unable to pull narcotics. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.